Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of the non medtronic implantable cardioverter defibrillator (ICD) the patient experienced cardiac arrest that resulted in the patient receiving cardiopulmonary resuscitation. The implantable pulse generator (ipg) exhibited polarity switch and pacing failure. The ipg was extracted and replaced. No further patient complications have been reported as a result of this event.